Event description:
It was further reported that the cause of the event was unknown. No interventions were performed. There were no patient injuries.

Event description:
It was reported that the patient's device had high impedances. A full electrode impedance test at 1.5v was done and results ranged from 2088 (unipolar) ohms to 5311 (bipolar) ohms. All unipolar and bipolar pairs were out of range. The patient's voltage was still low and it was noted to be too early to assess clinical response. It was suggested that the impedances be re-run at 3.0v. Additional information was requested. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot: v777069, implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011,explanted: na. (B)(4).